Manufacturer narrative:
The access port was received without the access port connector tubing attached, therefore the connector type cannot be determined through visual examination. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Device analysis found the porton of the device returned to be intact and functional. Performances test indicate no leakage at the access port. As the access port connector was not returned, the lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as, "port and tubing came apart".